Event description:
Customer reported that the bolus history on the insulin pump as not showing the everything for (B)(6) 2014. Customer stated that only one bolus dose was recorded in the history. Customer was advised to program a normal bolus; bolus did show in history. Customer stated she may have not acted to deliver additional boluses throughout the day. Blood glucose value was 250 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles time, date and basal rates are set up correctly. Bolus wizard settings are unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.